Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. During troubleshooting, cartridge was filled with insulin following the proper procedures. Reportedly, multiple supply changes, and a pump reset was performed, however, occlusion alarm recurred. A replacement pump was provided to resolve the issue. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 234-235 mg/dl.